Event description:
Surgeon was performing an arthroscopic knee prodecure. While shaving tissue around the bone, the tip of the inner blade was observed to break and fall into joint. Surgeon was able to retreive the fragment intact and confirmed that fragment was identical in length to the window opening of the outer blade. Per hosp contact, the surgeon is confident that the entire fragment was retrieved.